Manufacturer narrative:
(B)(4). F/u report will be filed if additional info becomes available.

Event description:
It was reported that in the pt's room a time after placing the catheter in the pt's right internal jugular vein, the distal injection hub was found detached from the extension line. As a result of this occurrence, air was found inside the pt's right atrium. The catheter was removed and not replaced and the operation ended. No additional intervention was needed after the user is monitoring the pt's condition, however, there seems to be no problem." There was no reported delay or death as a result of this occurrence.